Event description:
Report of explant of catheter due "to heal wound" rec'd per annual device tracking report. Follow up with hcp revealed pt's catheter was severed and replaced. This catheter was removed to heal the wound and was being replaced. The symptoms experienced by the pt were drainage and incisional wound opening. The primary locations of the infection were the device pocket and the catheter track. The lumbar region was cultured but results were not included in the report. The pt was treated with IV oral antibiotics and the infection has resolved.